Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 6) occurred with multiple cartridges while the contact was changing the cartridge. There was no reported impact to the customer's blood glucose level as the customer had not tested. It was confirmed that the customer had manual injections available.